Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6.5f introducer peel-apart sheath and dilator were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the identified sheath fracture and deformation issue, as the distal end of the sheath was noted to have a fracture and the edges of the distal end of the peel-apart sheath were noted to be jagged due to deformation. However, the investigation is inconclusive for the reported material separation and failure to advance issue, as the exact circumstances at the time of the reported event cannot be verified. The investigation is unconfirmed for the reported material split or torn issues as more specifically fracture was identified during the investigation. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the sheath peel was allegedly separated in tip side. It was further reported that the device allegedly failed to advance. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the sheath peel was allegedly separated in tip side. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6.5f introducer peel-apart sheath and dilator were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Bunching was noted throughout the distal end of the sheath. The investigation is confirmed for the reported sheath fracture and identified deformation issue, as the distal end of the sheath was noted to have a fracture and the edges of the distal end of the peel-apart sheath were noted to be jagged due to deformation. However, the investigation is inconclusive for the reported material separation issue, as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath peel was allegedly separated in tip side. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 07/2024).